Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an apex balloon catheter. There was blood in the wire and inflation lumens. The distal tip was kinked. The shaft was stretched and separated at the guidewire exit notch. The fractured end was stretched and jagged, which indicates that the separation was due to the tensile overload. The inner and outer shafts were torn at the guidewire exit notch extending distally. The tear is consistent with interaction with a guidewire ripping through the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the apex over-the-wire and apex monorail ptca dilatation catheters (balloon models 1.5 mm-5.0 mm) are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.50mm x 20mm apex balloon catheter was selected for use and advanced to dilate the lesion. However, during the procedure, the distal shaft proximal to the balloon came apart and was left inside the patient's body. The physician removed the balloon out and went in with a snare. The detached balloon segment was snared and was completely removed. The procedure was completed with a 2.50mm x 20mm nc quantum balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.50mm x 20mm apex balloon catheter was selected for use and advanced to dilate the lesion. However, during the procedure, the distal shaft proximal to the balloon came apart and was left inside the patient's body. The physician removed the balloon out and went in with a snare. The detached balloon segment was snared and was completely removed. The procedure was completed with a 2.50mm x 20mm nc quantum balloon catheter. No patient complications were reported and the patient's status was fine.